Event description:
It was reported that the user attempted to switch from a steel cannula infusion set to a 23-inch teflon inset, experienced difficulty inserting the first teflon set, discomfort with the second, and transient disconnection from the device, after which they reverted to the steel set with support and completed fill tubing and fill cannula steps; insulin delivery then resumed and an ilet alert code 198 was noted. Symptoms included hyperglycemia with a reported blood glucose of 197 mg/dl. Outcomes included transient elevated glucose that began to normalize by the end of the call, without injury or hospitalization. Investigation included customer service troubleshooting, review of the blood glucose questionnaire, and user re-education on proper set application and system priming. Investigation of this case revealed user difficulty with teflon infusion set insertion and an incorrectly placed set leading to brief interruption of insulin delivery before successful reconnection with the steel set. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to the combination of brief disconnection, incorrect set placement, and food intake. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.